Event description:
Jetstream device for cto in peripheral vessels upon removal post procedure embolic protection device was caught in the jetstream. This is a defect per md and asked that since this was the second occurrence in a month be removed from the shelf until further time when the co investigates problem,. Issue reported to pathway medical per md.